Event description:
This lead was implanted on(B)(6) 2006 and was capped on (B)(6) 2013 due to high thresholds. A call to technical services on 4/4/2013 states caller was asking what is listed in system. Lead capped due to high thresholds. Physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).